Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference numbers: 2017865-2021-32341, related manufacturer reference numbers: 2017865-2021-32342. It was reported that the patient presented in clinic due to swollen device pocket and positive blood cultures. Pocket infection was suspected. The system including the implantable cardioverter defibrillator (ICD), atrial and right ventricular (rv) leads were explanted. Patient condition stable.